Event description:
Procedure type: hernia. According to the reporter: during the case, the balloon did not inflate. No device fragment or component fell into the patient's cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).